Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime test due to faulty force sensor resistor. Motor passed motor test. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call that she jumped into the lake with the device on. Customer's blood glucose was 300 mg/dl. Customer mentioned the device would not deliver insulin. Customer mentioned there was fluid under the lcd display.